Manufacturer narrative:
H4: the lot was manufactured from june 06, 2022 to june 07, 2022. H10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a a leak at the spike port bonding area only. The reported condition was not verified. The cause of the leak at the spike port bonding area was not determined; however a likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were observed dripping at the addition port. This was discovered prior to patient use. There was no patient involvement. No additional information is available.